Manufacturer narrative:
This medwatch is being filed as a final medwatch. Review of the most recent repair record identified the following related repair: the unit was not reading levels correctly on both cylinders. A wash cycle was run on the unit to reset it and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. H3 other text : third party evaluated.

Event description:
It was reported that the unit was showing a valve pack error and incorrectly reading fluid levels during cleaning. Additional information was later received that the unit was not reading levels correctly on both cylinders.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit was showing a valve pack error and incorrectly reading fluid levels during cleaning. Additional information was later received that the unit was not reading levels correctly on both cylinders. No adverse events were reported as a result of this event.